Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release evaluation revealed the force sensor resistance measurement was out of calibration. Review of the pump download history revealed the pump required multiple tries to activate load step. The load step was initiated during evaluation. The pump dispensed fluid from the cartridge during the load step and gave a "no cartridge detected" warning. When the pump was opened for further investigation, green gunk contamination was observed around the force sensor shim plate. The force sensor failed resistance specification (high).

Event description:
Evaluation revealed that the force sensor resistance measurement was out of calibration. This report is being made based on the evaluation results.